Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of leakage from the tubing with an infusion set which. The infusion set was used for 3 hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.